Event description:
It was reported that a patient presented to the emergency room due to right ventricular (rv) lead noise. Device interrogation revealed that the rv lead noise was being over-sensed as ventricular events. Programming changes were performed to resolve the issue. There were no patient consequences.